Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that before use of the bd 30 ml luer-lok¿ tip syringe there was a defect in the needle. There were two needles that had the rupture. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: needle rupture defect in the syringe.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 30 ml luer-lok¿ tip syringe there was a defect in the needle. There were two needles that had the rupture. Foreign complaint the following information was provided by the initial reporter: needle rupture defect in the syringe.